Manufacturer narrative:
No sample is available for evaluation. No additional information is currently available. The manufacturing records for lot m15e1121 have been reviewed. There were no deviations or nonconformances that could have caused or contributed to the reported event. This is the only event associated with m15e1121 to date. Although root cause cannot be conclusively determined for the reported event, the IFU instructions for the vascular product indicate, "to ensure adequate remodeling, it is important that the cormatrix ecm is sewn to viable tissue. Suture the cormatrix ecm to the area of treatment or tissue deficiency/defect." Patch dehiscence is listed in the IFU as a potential complication.

Event description:
On (B)(6) 2015, cormatrix cardiovascular became aware of an event involving the use of cormatrix ecm for vascular repair. Details are provided below. It was reported that the cormatrix ecm for vascular repair was used during a femoral endarterectomy procedure and implanted on (B)(6)2015. The device was hydrated in room temperature saline for approximately 15-30 seconds. The patient was checked at three weeks post op and everything was observed to be fine. On (B)(6) 2015 the device was explanted due to a 2mm hole in the center of the patch. Suture lines were found to be intact. There was no evidence of infection or pseudo aneurysm. It was reported that there was a superficial wound infection but that it was away from the patch. The sample was sent to hospital pathology and it was confirmed that there was no infection. The femoral was patched with another product. The patient was reported as doing well.